Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with 325cc mentor memorygel breast implants and experienced postoperative bilateral capsular contracture (baker grade IV). The diagnosis was confirmed by a physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.

Manufacturer narrative:
On (B)(6) 2020 additional information received indicated that the patient also experienced bilateral ruptures. As a result patient had the implants removed and replaced with non mentor prosthesis on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device was received on (B)(6) 2020. Additional information received along with the device indicated that the patient had history of cancer, and weight lost with cancer treatment, breast asymmetry, and deformity. As a result patient had bilateral breast reconstruction with bilateral exchange, placement of new silicone implants in a delayed fashion, bilateral capsulectomy. The new implants; on the right side were sientra opus silicone gel breast implant 350cc, cat#: 10621350hb, sn#: (B)(6) and on the left side sientra opus silicone gel cat#: 10621350hb, sn#: (B)(6) device evaluation completed on (B)(6) 2020 during the visual evaluation of the product, shell wear was observed on the posterior aspect. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).